Manufacturer narrative:
H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing and functional testing were performed, and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph identified a used valve set in a bag; however, the leak condition could not be verified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were manufactured at one of the following facilities: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444 mexico. Baxter healthcare - englewood 14445 grasslands dr englewood co 80112 united states. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets leaked. This was identified during set-up. There was no patient involvement. No additional information is available.